Event description:
I flow received a report stating, flow rate too fast. Infusion completed in 19 hours, according to infusion times provided. No adverse event occurred. Fill volume of 270ml. Medication, vancomycin. Flow rate 10ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as a record (B)(4).

Manufacturer narrative:
Sample eval: we received 2 empty and used pumps for eval and investigation. Both pumps were refilled with normal saline solution to the nominal fill volume of 270ml. The pinch clamps were opened, but no infusion was observed. The tubing was removed on both pumps and the pumps infused without the tubing. The flow restrictors were treated with an ultrasonic cleaner and air source for cleaning. The glass orifices were reconnected to the pumps. Pump no. 1 infused and pump no 2 did not infuse and remained occluded. A flow rate accuracy test was performed on pump no. 1 and the results were found to be slightly slow. The best evidence indicates that the restrictor on both devices was occluded with dry medication.